Event description:
This spontaneous case was reported by an other and describes the occurrence of salpingectomy ("bilateral salpingectomy") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), migraine ("migraines"), gait disturbance ("incapacity walking") and aphasia ("incapacity speaking"). Essure was removed. At the time of the report, the salpingectomy, dizziness, migraine, gait disturbance and aphasia outcome was unknown. The reporter considered aphasia, dizziness, gait disturbance, migraine and salpingectomy to be related to essure. The reporter commented: patient considered that she "has been poisoned" following the implantation of a contraceptive. It took months, even years, before related to the device essure. The first symptoms appeared a month after this change. She thought she had not recovered from the anesthesia but it will persist and get worse. It should be noted that for the patient at the time of placement the question of an allergy would not have been evoked by their gynecologist. Patient will resume half-time therapeutic within the socio-cultural association that she was managing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: salpingectomy. The analysis in the global safety database revealed 34 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.